Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an unspecified injury in a female patient who used poligrip (formulation unk) as a denture adhesive. A physician or other healthcare professional has not verified this report. On an unk date, the patient started poligrip. At an unk time after starting poligrip, the patient experienced an unspecified injury. At the time of reporting, the outcome of the event was unk. Follow-up information was received via medical records on 12/10/2009. On (B)(6) 2009, the (B)(6) patient experienced a high zinc level and a low copper level. At the time of this report, the outcome of the events were unk. Follow-up information was received on 05/17/2010, via medical records (multiple handwritten notes illegible). On (B)(6) 2008, the patient's past medical history included anemia and neuropathy. On (B)(6) 2008, a magnetic resonance imaging (MRI) of the brain showed several subcentimeter t2 and flair hyperintense foci in the subcortical and periventricular white matter in bilateral frontal lobes and left parietal lobe. On (B)(6) 2009, electromyography (emg) studies completed for leg paresthesias were normal.